Event description:
The staff in dialysis unit noticed that air leaked into the catheter from the q-syte septum during the dialysis cycle.

Manufacturer narrative:
If the sample is rec'd, an investigation will be completed and a follow up-report filed. (B)(4). Date submitted: 06/21/2010.